Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 195 mg/dl at the time of the call. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer also reported a low of 40 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.